Event description:
The date of event is estimated. Dr (B)(6) performed a total hip arthroplasty using quill srs 2-0 pdo for deep layer closure and 2-0 monoderm for closure of the skin. The surgeon stated that on (B)(6) 2010, the pt experienced wound dehiscence. The surgeon was not certain which layer dehisced. Culture and sensitivities were taken and showed a growth of (B)(6). Medical and surgical intervention was required for treatment of the dehiscence and infection. The pt healed with no further complications. No additional info was provided.

Manufacturer narrative:
No samples were available for eval. Therefore, no testing can be performed. The item/lot code info was not provided. Therefore, the expiration date and mfg date are unk. Additional item reported by this customer: 2-0 pdo; model/catalog #: unk; lot #: unk; exp date: unk; device MFR date: unk; 510 (k) #: k051609. Method: the devices were not available for eval. No product eval can be performed. Results/conclusion: the devices were not returned for eval. No product eval can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It is uncertain if the quill srs material attributed to this event. A definitive conclusion cannot be drawn at this time. (B)(4), quill srs monoderm / quill srs pdo item ya-1024q / item unk, size 2-0, lot unk.